Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: evaluation revealed that the meter powered up normally and paired successfully with test pump s/n (B)(4) to channel 10. Error 1 error sub code 17: initializing rf failed was observed in meter records download. No errors occurred during testing. The complaint was verified in the meter records download but could not be duplicated during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.